Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is unable to cycle his inflatable penile prosthesis because the pump migrated from the original implant position to the posterior scrotum. The patient underwent surgery and the device was replaced with a non-boston scientific penile prosthesis. There were no reported patient complications.

Event description:
It was reported that the patient is unable to cycle his inflatable penile prosthesis because the pump migrated from the original implant position. The patient underwent surgery and the device was replaced with a non-boston scientific penile prosthesis. There were no reported patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is unable to cycle his inflatable penile prosthesis because the pump migrated from the original implant position. The patient is scheduled to undergo a revision surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.